Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra2 meter's display was frozen. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on the same day at 1:45 pm. She mentioned that the meter would not turn off. The patient reported that she experienced sweatiness and numbness after the issue began. She tested on her backup meter and the result was "26 mg/dl." However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there was no misuse of the product. The alleged issue was resolved when the power button was pressed and the meter turned off. This complaint is being reported because the patient claimed that she experienced symptoms suggestive of hypoglycemia after the reported issue began. The symptoms correlated with the backup meter's result. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.